Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Pre-operative diagnosis for this procedure: excision of bone mass left pelvis procedure: final tightening. Iliac screws it was reported that intra-op, the instrument broke at the tip. The last set screw could not be final tightened.the product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed the driver shaft is broken; crack propagation appears to have initiated at stress relief fillet. Microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface at approximately 45 degrees, and spirals around the shaft, consistent with torsional fatigue. The torsional indication of the fracture, in conjunction with and the age (over 10+ years) of the instrument and confirmation of the material hardness specification suggests torsional cyclic fatigue as the mechanism of failure. The above observations are consistent with anticipated wear due to torsional fatigue.